Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker experienced some issues with the device and the physician regulated it during the surgery. Boston scientific technical services (ts) had discussed per electromagnetic interference (emi) guide. An attempt to obtain additional information from the field was unsuccessful. The device remains in service. No adverse patient effects were reported.